Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system found to be working as intended and placed back into service.

Event description:
It was reported that the vertical column power supply (ps3), on the 8800 system, failed. No report of patient injury.